Manufacturer narrative:
A review of latitude data showed that the atrial pacing impedance measurements were often >2000 ohms, with intermittent normal measurements. No adverse patient effects were reported. The device and competitive lead remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive atrial pacing lead exhibited an increase in pacing impedance measurements, from 800 ohms previously to 1600 ohms currently. P-waves were 0.9mv when the patient moved her arm. It was noted that the patient had a cyst near the device cite and the physician did not plan to make any changes until the cyst healed. It was later reported that the atrial lead measurements had improved and were stable, so the physician planned to continue monitoring.